Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging of the patient¿s anatomy was provided and reviewed. There was tortuosity in the patient¿s access vessels, and the patient¿s annulus showed a surgical valve was previously implanted. During manufacturing, visual inspections and tests are performed throughout the manufacturing process. Per procedure, the inflation balloon are 100% dimensionally inspected. The inflation balloons are (B)(4) visually inspected for defects as per procedure. During final inspection of the crimp balloon and trimming process, the crimp balloon features are 100% dimensionally inspected per procedure. Prior to the balloon pleat, fold and forming process, the balloons are 100% visually inspected for balloon size and damage on the balloons. During final inspection, per procedure, the fine adjust, collet/shaft clearance and collet engagement are 100% functionally tested. The delivery systems are 100% inspected distal to proximal by both manufacturing and quality per procedure for defects. The flex catheters and balloon catheters are 100% leak tested as per procedure. In addition, functional testing for physical defects, and tensile testing was performed on the finished work order under a sampling basis during product verification (pv) testing per procedure. All samples tested met statistical acceptance criteria. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this reported complaint. A lot history review was performed and revealed no other complaints for this reported event. A review of complaint history revealed that the occurrence rate did not exceed the december 2019 control limit for all the trend categories. The IFU/training materials for the commander delivery system were reviewed for instruction/guidance on device preparation and usage. The procedural training manual provides guidance on delivery system removal. Factors that assist with delivery system removal are: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure the balloon lock is unlocked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in aorta. Note patient injury could occur if the delivery system is not completely unflexed prior to removal. The complaints were unable to be confirmed as neither the complaint device nor procedural imagery was returned. No manufacturing non-conformance could be determined without device photos and/or device evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. It is likely that the migrating stents resulted in difficulty withdrawing the delivery system. While the stent was initially implanted in the iliac artery, it is possible that the stent was dislodged during insertion of the sheath. Per procedure, ¿always observe fluoroscopy during insertion¿. As the stent had migrated between the s3 valve and the surgical valve, it is likely that the delivery system would have difficulty being removed after valve deployment. As such, available information suggests that patient/procedural (delivery system caught on dislodged iliac stent) may have contributed to the complaint event. However, without further imagery a definitive root cause was unable to be determined. Per report, ¿it appeared that the nose cone was stuck on the iliac stent and stretched the balloon causing it to rupture.¿ while the stent was initially implanted in the iliac artery, it is possible that the stent was dislodged during insertion of the sheath. If the stent migrated to an unfavorable position, it is likely that the delivery system would get caught on the stent. Any additional excess force or device manipulation could then result in damage to the delivery system, including to the crimp/inflation balloon. In this case, available information suggests that patient/procedural (excessive retrieval force of the delivery system caught on dislodged the iliac stent) factors may have contributed to the complaint event. However, without further imagery a conclusive root cause was unable to be determined. No product non-conformances or IFU/training manual deficiencies were identified, and a review of the complaint history revealed that the complaint rate did not exceed the december 2019 control limit for the relevant trend categories. No product risk assessment nor corrective or preventative actions are required at this time. However, the balloon torn, and its associated risks has previously been assessed and documented in product risk assessment (pra).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A supplemental MDR is being submitted for patient outcome. During closure review of the file, it was noted that of last communication, the patient was discharged 3 days post procedure.

Manufacturer narrative:
UDI # (B)(4). Investigation is ongoing.

Event description:
During transfemoral access and prior to edwards device insertion of a 23mm sapien valve inside an edwards surgical valve, the iliac was dissected and an accelerated lesion was noted. A 7mm x 56mm iliac stent was placed. A decision was made to proceed with the transfemoral sapien 3 procedure. The 14fr esheath was inserted without any difficulty. The commander delivery system was inserted into the sheath without difficulty. The valve was deployed with an additional 1cc of volume. During deployment the valve appeared to ¿raise¿ aortic a little bit but appeared apposed. An additional 1cc (18ccs) of volume was added to post dilate the valve with better expansion noted. During removal of the commander delivery system, the system became stuck on the valve. Troubleshooting was performed but the removal of the delivery system was unsuccessful. A decision was made to convert the patient to an open procedure to remove the system. The surgeon noted that the iliac stent had migrated and was between the s3 valve and the surgical valve. The s3 valve was in good position and remains implanted. The patient is stable. Of note, it appeared that the nose cone was stuck on the iliac stent and stretched the balloon causing it to rupture.